Manufacturer narrative:
Hematoma/major bleed/access site adverse event: the cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was placed via the femoral artery access to support the male patient of unknown age who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. Any other underlying cardiac or systemic comorbidities were not shared. The cp pump was supporting when on the day of implant the team observed a groin site ooze and developing large hematoma that prompted the team to explant the pump. Of note, the patient anticoagulation was inclusive of 10,000 units of heparin, the iib/iiia aggrastat, and brilinta bolus of 180mg. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. After the pump explant the patient was noted to be stable and the access site was closed.

Manufacturer narrative:
Additional information received in b5.

Event description:
The facility disposed of the pump so it will not be returned, no kit is needed. The bleeding was resolved even before the impella was removed and the physician reported no further issues with the site after removal. He said he wanted to wean and explant at that time so the hematoma could be adequately expressed and to prevent the site potentially bleeding again with patient movement.